Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent deployed in unintended site. Device issue: stent dislodgement. It was reported that the interventional case involved a very tortuous and calcified lesion in the mid left anterior descending (lad) artery. Predilatation was performed with a voyager balloon catheter and a xience v 2.5 x 12mm was advanced to the target lesion site with no issue; however, it was decided that the stent length was not enough, so it was removed (lesion issue, not device issue). When the stent delivery system was removed back through the proximal lad, the stent got stuck and dislodged due to the heavy tortuosity and calcification. A voyager 2.5 x 08mm was put down through the dislodged stent and deployed at 12atm in the proximal lad, which is an unintended site/healthy tissue. A xience v 2.5 x 15mm was deployed at the target lesion site successfully. In the final shot, the area just distal to the stent in the proximal lad, it was felt that more stenting was required and therefore, a xience v 2.5 x 08mm was deployed with no issue. No patient effects have been reported related to the dislodged stent that was implanted in healthy tissue. No additional event or patient information is available.